Event description:
Patient reported right side rupture and capsular contracture, baker grade IV. It was noted the breast became hard and unbearably painful. The device has been explanted.

Manufacturer narrative:
(B)(6) 1965 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.